Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the up arrow was stuck and the insulin pump sometimes advances and sometimes there was a difference of 9 minutes. The customer's blood glucose level was 13.7 mmol/l at the time of the incident. The customer reported that it happened 3 months ago and was fixed but this time it could not be fixed. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer reported that pressing menu button takes them to the menu screen but using the up arrow does not allow them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer reported that the issue was happening on and off for 3 months now. The insulin pump was neither dropped nor exposed to moisture. The customer stated that the block mode was inactive. The customer reported that an alarm was in progress at the time the button was unresponsive. The customer stated that the bolus menu was not available. It was reported that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly. Time was monitored for 24 hours and no time clock anomaly noted during monitoring period.